Event description:
As reported: the aneurysm was located in the m1 segment of the right brain. The guide ribbon carries the perfusion catheter into the middle catheter to reach the distal end of the blood vessel, echelon microcatheter into the aneurysm, and stent lvis4.0 22 into the microcatheter. When the stent was released, the microcatheter slipped and its position changed. When the stent was recovered and adjusted, repeated attempts failed to recover it. After removed the stent and microcatheter, found that the stent was stuck in the microcatheter and detached. The procedure went smoothly after being replaced with the same type of microcatheter and stent. No patient injury was reported.

Manufacturer narrative:
Items returned for investigation: pusher, introducer. Items not returned for investigation: stent, microcatheter. Only the pusher and introducer were returned. The pusher and introducer were returned intact. No damage was observed. As the stent was not returned, this investigation could not test for the alleged resheathing issue described in the reported event. Only the pusher and introducer sheath were returned for evaluation. The investigation of the returned components did not find any damage or other anomaly that would have caused or contributed to the reported complaint. As the stent and microcatheter were not returned for evaluation, this investigation could not test for or assess the alleged resheathing issue, nor could the investigation determine if the stent detached in the microcatheter as described in the reported event and therefore, this complaint is considered non-verifiable.

Event description:
As reported: the aneurysm was located in the m1 segment of the right brain. The guide ribbon carries the perfusion catheter into the middle catheter to reach the distal end of the blood vessel, echelon microcatheter into the aneurysm, and stent lvis4.0*22 into the microcatheter. When the stent was released, the microcatheter slipped and its position changed. When the stent was recovered and adjusted, repeated attempts failed to recover it. After removed the stent and microcatheter, found that the stent was stuck in the microcatheter and detached. The procedure went smoothly after being replaced with the same type of microcatheter and stent. No patient injury was reported.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.